Event description:
The s2 drill was returned for service. Upon evaluation at the manufacturer, the device continued to run after the pedal was released. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, the driveshaft bearings were found to be gritty and the cable assembly and driveshaft dampner were found to be worn/damaged.